Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to the device incorrectly detecting an atrial tachycardia (at) episode as ventricular tachycardia (vt) and subsequently shocking the patient. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.